Event description:
It was reported that during a device check, an alert for high right ventricular (rv) lead thresholds was noted. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 lead, implanted on (B)(6) 2007. (B)(4).